Manufacturer narrative:
Date of report: 12jun2019. Date rec'd by MFR: 21may2019. The manufacturer's remote service technician performed troubleshooting with the customer. During troubleshooting, the customer confirmed that the internal exhalation port was not occluded. The technician advised the customer to perform air and oxygen flow sensor testing. The customer replaced the flow sensor assembly and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 29may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the unit would not go into standby mode and declared a low leak co2 rebreathing risk alarm. The device was in use at the time of the event.